Event description:
There was a crack in axis direction on the radius during locking bone screw insertion.

Manufacturer narrative:
Although this would not be considered a reportable event, we became aware that this event was reported to pmda. We believe it provides FDA be made aware of this event as well. Additional associated mdrs: MDR number: part number: 3025141-2013-00125, unknown; 3025141-2013-00137, col-3140-s; 3025141-2013-00138, col-3140-s; 3025141-2013-00139, col-3140-s; 3025141-2013-00140, col-3140-s; 3025141-2013-00141, col-3140-s; 3025141-2013-00142, col-3140-s; 3025141-2013-00143, col-3140-s; 3025141-2013-00144, col-3140-s.